Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed functional damage to returned power cord. The backplate of the device was removed and a standard power cord was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient. Frayed and exposed wires were observed on the power cord during device analysis.